Event description:
The advocate called for help with the customer's contour meter. He stated the meter display was faded and the readings were not accurate. According to the advocate, the meter display appeared to be missing some segments. The advocate stated that the customer was hospitalized as a result of misinterpreting the meter readings. When the customer went to the hospital, he was dizzy and vomiting. The advocate alleged that the customer suffered a stroke as a result of misinterpreting his readings. No other information was provided about the event. The customer's meter was returned for evaluation. A replacement meter was sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned meter and found all segments to be fully functional.